Event description:
Customer reported erroneous low access total t4 (thyroxine) test results were obtained for three pt samples when using unicel dxi 800 access immunoassay system. The erroneous test results were reported out of the lab. The initial test results were questioned by the physician. The test results did not correlate with pt's clinical presentation. Repeat analysis was performed using an alternate methodology. The test result were higher and correlated with the pt's clinical presentation. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 of 3 reported by this customer. An MDR was filed for each of the three pts. This MDR is for pt #1.

Manufacturer narrative:
Customer indicated that there were multiple occurrences, however test results were provided for only three pts. Samples for the three pts were sent to beckman coulter, inc. (Bci) for eval. The samples were tested by bci and the test results were similar to those obtained by the customer. Quality control and info concerning instrument performance was not provided. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable event. This is event 1 of 3. Related mdrs are: 2122870-2011-04675 and 04676.